Manufacturer narrative:
D10 concomitant products: l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) l-1742k, l-1742k polysorb 6-0 vio 30cm ss24da, (lot#d4a2681y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the package was opened prior the ophthalmic surgery, and the suture body broke as soon as it was pulled. There was no patient involvement.

Manufacturer narrative:
Additional information: d4 (UDI#), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a sealed l-1742k polysorb suture (lot: d4a2681y) was shown held by the account who then proceeds to open the product packaging. The suture was fully wound within the retainer and the needles parked in the retainer foam. The suture was removed from the retainer using needle graspers. With one needle held in the needle grasper, the account pulled on the suture, detaching it from the needle. It was reported that the suture body broke as soon as it was pulled. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of needle detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.